Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was transported via emergency medical technicians to the hospital and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy. Customer was not available to perform a system check with tandem technical support.